Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). After additional information was received on sep 10, 2021, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2021-01769 submitted on sep 17, 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event

Event description:
Doctor confirmed by email on 10 sep 2021 that implant disengaged from mount and implant fell down.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant fell down during placement. The implant disengaged from mount and implant fell down. Patient would not have to return for an additionalappointment.